Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/31/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. It was reported that the patient entered bg meter values into the cgm system during periods of signal loss, and that calibration was performed while the error reading symbol displayed. No additional event or patient information is available. Labeling indicates: during periods of signal loss, don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Additionally: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.